Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 iphone7 app was provided for evaluation. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).